Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified right anterior tibial artery (ata). A 4.5 fr 55cm non-bsc introducer sheath was advanced. After a 014x175 non-bsc guidewire was advanced and has crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 14 atmospheres at a duration of 30 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of coyote es balloon catheter. There was blood in the inflation lumen and balloon. Magnified inspection of the balloon revealed a pinhole in the balloon material 1mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified right anterior tibial artery (ata). A 4.5 fr 55cm non-bsc introducer sheath was advanced. After a 014x175 non-bsc guidewire was advanced and has crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 14 atmospheres at a duration of 30 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).